Manufacturer narrative:
H10. Pending investigation, there is no other information available.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2017, and then experienced revision surgical procedure on (B)(6) 2019 approximately 1 years and 5 months after initial implant. No images were provided. There is no device information provided. There is no other information available.

Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI d10: (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 204-04-44 - trapezoid tibial tray sz 4f/4t. (B)(6) 204-36-08 - stem extension 80l x16 mm. (B)(6) 204-40-12 - stem extension w/slot 120l x20 mm. (B)(6) 208-01-04 - cc femoral sz 4. (B)(6) 208-05-04 - cc distal fem augment sz 4, 5mm. (B)(6) 208-06-04 - cc distal fem augment sz 4, 10mm. (B)(6) 208-06-04 - cc distal fem augment sz 4, 10mm. (B)(6) 208-07-04 - cc posterior fem augment sz 4, 5mm. (B)(6) 208-07-04 - cc posterior fem augment sz 4, 5mm. (B)(6) 208-09-05 - cc stem ext adaptor 5 degree. G3: added 510k number. H4: added device manufacture date. H6: corrected health effect - clinical code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.